Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had partial seal were seal cycle was consistently shortened, error tones occurred and also end tone was heard. There was no patient injury.